Event description:
A representative from the user facility reported, "when patient was turned in bed for physician assessment, vent stopped expanding patients respiratory system resulting in desaturation. Check of circuit showed no breaks, but when patient disconnected and bagged, machine shut down rather than alarm for disconnect. Respiratory therapist called in, unable to determine issue, vent replaced". No allegation of vent malfunction causing patient harm.